Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6), it was reported by an arthrex subsidiary employee via sems-(B)(4) that an ar-1588t acl tightrope button migrated from the femoral cortex into the patient's joint during final tensioning. The tightrope's chinese finger trap had already been reduced during graft advancement, and it was not possible to use the device. This was discovered during a procedure with no patient harm. The case was completed with another tightrope.